Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who fired the device and what is his/her experience? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Were there any staple formation issues noted? If so, please describe the shape of the staples. After the procedure was converted, was the first anastomosis attempt resected and a new circular stapler used and the anastomosis completed? What is the current patient status?

Event description:
It was reported that during a reverse hartmann procedure, there was a leak. Another like device was used to complete the procedure. Procedure was turned to open to fix leak.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: who fired the device and what is his/her experience? Surgeon fired the device and has 20+ years of experience. Where in the green gap setting scale was the indicator located prior to firing? Believe it was right in the middle. After the procedure was converted, was the first anastomosis attempt resected and a new circular stapler used and the anastomosis completed? Yes. What is the current patient status? Unsure, but I believe all is okay based on brief post-op conversation. The device will not be returned. It has been discarded. The following information was requested, but unavailable: did the surgeon wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Were there any staple formation issues noted? If so, please describe the shape of the staples.